Event description:
It was reported that the doctor interrogated this patient's device and the impedance came back normal however the current delivered came back low. When the patient's device was interrogated later, the impedance came back as normal, and the output current was also stated to be within normal limits. Internal programming history was reviewed which revealed that the patient¿s output current settings (normal, magnet and autostim) were increased at the office visit. After the settings were increased a system diagnostic, autostim diagnostic and magnet mode diagnostic were performed in succession. The low output current warning was seen after magnet mode diagnostics were performed, where a magnet must be swiped for the test to perform as intended. It was confirmed through a system diagnostic test that the appropriate output current is being delivered. This event has been determined to be due to software error in the m3000 programmer that causes the summary screen to be updated even if an incomplete magnet mode diagnostic test is performed (no magnet swipe prior to performing magnet mode diagnostics). No other relevant information has been received to date.